Manufacturer narrative:
Concommitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2001, product type catheter; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received reported the patient¿s implanting health care provider (hcp) had dismissed all of his patients and their insurance had refused to find her a hcp thus the reason the pump was left empty for 10 months.

Event description:
It was reported the patient pump had been empty since june of the previous ¿month¿ and they would be ¿implanting¿ on (B)(6) 2010. It was noted the no priming needed to be performed. Four (4) years later, it was reported the patient had a missed refill in 2010. It was stated the health care provider (hcp) quite without notice and the patient had no drug in their pump for 10 months. It was noted the patient went to the hospital once a month for pills, but they did not have nearly the relief of the pump. According to information from (B)(6) 2014 and the manufacturer¿s device registry, it can be concluded that the patient was refilled on (B)(6) 2010 and not implanted, and the patient¿s pump was empty since june of the previous year. The manufacturer's device registry does not show an implant or removal in 2010.